Manufacturer narrative:
Additional narrative: patient information is not available for reporting. This report is for one (1) unknown 4.5mm va -lcp curve condylar plate. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Unknown if the device would be returned for manufacturer review/investigation. (510k#): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient has an unhealed wound (wound isn't closing) due to 4.5mm variable angle- locking compression plate (va -lcp) curve condylar plate implanted on unknown date. No other information available. This report is for one (1) unknown 4.5mm va -lcp curve condylar plate. (B)(4).